Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue. The nurse was unable to disconnect the transfer set from a 2000ml 1.5% low calcium ultrabag; nurses found the transfer set and ultrabag system "twisted very tight". This event occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body on the transfer set. Additionally, it was noted that there was evidence of damage to the female connector. The sample was returned attached to an unknown connector. The female connector was disconnected, connected, and leak tested with the unknown connector with no issues. As there were no issues noted when connecting/disconnecting the female connector to the unknown connector, the reported condition of a connection issue could not be verified; however, the separation between the female connector and the main body on the transfer set will cause a disconnection issue. The cause of the separation between the female connector and the main body could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.